Event description:
Device 2 of 4. 1627487-2014-26887, 26889, 26890. This pt is implanted with a two scs systems which includes three leads from the same lot (35135). We are unable to determine which lead was explanted so we are reporting on all leads. It was reported the pt underwent surgical intervention to replace an ipg due to normal end of life. It was discovered, during the procedure the extension that was connected to the two cervical leads was inoperable and it was explanted replaced. In addition, it was also discovered that one of the thoracic leads had migrated and it was explanted. The pt is receiving effective stimulation following surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.